Event description:
Subject device was implanted in 1995 during revision surgery for a delayed/non-union of a tibial fracture. On an unknown date plate was noted as broken. Plate was removed eight months later.